Manufacturer narrative:
The unit had an intermittent button response and a button error alarm due to a corroded keypad. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated that the alarm did not clear after changing the batteries. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 54 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.